Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient's ventricular septal defect (vsd) was measured at 8mm via echocardiogram and a 12mm amplatzer muscular vsd occluder (muscvsd) was selected for use. Following deployment and release, the device immediately embolized. The muscvsd was percutaneously removed and an 18mm muscvsd was implanted with a good result. The patient is reported to be stable.